Event description:
It was reported the patient was unable to adjust stimulation. It was noted there was a power on reset (por) condition. The patient got it to work after an hour of ¿playing around with it.¿ when they turned the device on they noted the battery was completely charged. Patient noted this had never happened before and that they were no longer having trouble with the device.

Manufacturer narrative:
Concomitant medical products: product ID 3986a, lot# n239463, implanted: (B)(6) 2010, product type: lead, product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3986a, lot# n226484, implanted: (B)(6) 2010, product type: lead; product ID 3708240, serial# (B)(4), implanted: (B)(6) 2010, product type: extension; product ID 37752, serial# (B)(4), product type: recharger; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4).